Event description:
A report was received that the patient¿s ipg had flipped over in the pocket and the patient was unable to charge. The flipped ipg was confirmed by x-ray. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.